Event description:
Post tavr, the patient underwent a valve-in-valve procedure to treat moderate paravalvular leak (pvl). The first sapien xt valve was implanted 30:70 aortic/ventricular and although moderate pvl was initially noted, the decision was made not to intervene. The patient, however, has since had heart failure problems. A second 29mm sapien xt valve was implanted 60:40 a/v within the first valve. The post deployment echo revealed the pvl had reduced to trace.

Manufacturer narrative:
Multiple attempts to obtain additional details have been unsuccessful. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, with the limited information provided, the cause for the pvl cannot be confirmed; however, the valve had been placed 30:70 a/v, which may have contributed to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Should the information be received this case will be reopened and further investigated.

Manufacturer narrative:
Investigation is ongoing.